Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed, however data was not sent from the field for this analysis to be performed. Device replacement was recommended, however appears to remain in-service at this time. No adverse patient effects were reported.